Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3: dates are estimated. D4: the UDI is not known as the part and lot number were not provided. The additional adverse patient effects referenced in b5 are captured under a separate medwatch report. The additional prostar devices referenced in b5 are captured under separate medwatch report numbers. Literature: article title: "computed tomography guided tailored approach to transfemoral access in patients undergoing transcatheter aortic valve implantation".

Event description:
The study in the article aimed to compare the transfemoral approach (tfa) for transcatheter aortic valve implantation (tavi) using two methods, the surgical approach and the percutaneous approach. 158 patients underwent tavi using the tfa approach. There were 92 patients in the percutaneous group. Access site closure was performed using two proglide devices and a non-abbott seal device after administering 50 mg protamine sulphate. The results found that bleeding complications were similar in the percutaneous group compared to the surgical group. The median length of hospital stay was also similar in the percutaneous group and in the surgical group. Overall, it was found that the the percutaneous approach had a similar outcome to that of the surgical approach. It is also mentioned that there was a lower incidence of bleeding complications when proglide devices were used with the non-abbott seal device instead of the sole use of two proglide devices. Patient outcomes potentially related to the proglide devices included death, bleeding, cardiogenic shock, acute renal failure, stroke and blood transfusions. The article also referenced a comparison between proglide and prostar from other studies. It mentioned that the prostar group has a higher incidence of major vascular complications or in hospital mortality than the proglide group. Additionally, it mentioned that the prostar group has a lower risk of vascular stenosis [occlusion], but a higher rate of device malfunction [unspecified], which would require additional intervention for access site closure. The conclusion was that the use of proglide and prostar as vessel closure devices of choice for tavi appears similarly safe and effective, despite some potential benefits associated with proglide. Additionally computed tomography-guided percutaneous femoral access in tavi may provide comparable procedural outcomes compared to the surgical approach, despite a higher radiation dose and the use of contrast dye, while being less invasive. Details are listed in the attached article, "computed tomography guided tailored approach to transfemoral access in patients undergoing transcatheter aortic valve implantation".